Manufacturer narrative:
The investigation revealed that the returned pcb elco showed a capacitor with electrolyte leaking. The pcb elco mainly consists of a bundle of 10 capacitors which are used to support dynamic speed changes of the gas blower motor. It was concluded that the reported event was caused by reduced capacity of the pcb elco in a situation which required high dynamic of the blower. The monitoring of the blower rotation speed had observed the deviation and triggered the stop of ventilation with alarm. The breathing system was opened to atmosphere. The concerned carina is five years old and was in use for 25.000 hours. The reported event occurred after one month of continuous ventilation. The device reacted as specified on the failure of an electronic component. The number of similar complaints is low and within the accepted range. The device was repaired by replacement of pcb elco.

Event description:
Please see initial report

Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in the follow up-report.

Event description:
It was reported that during use on patient, a technical alarm for a blower failure was reported. In this case the ventilation stops and the high priority alarm "device failure !!!" Is given. The emergency breathing valve opens and allows spontaneous breathing of the patient. No injury was reported.